Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. The leaks were discovered during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between may 25, 2018 - may 26, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A manufacturing record review was performed and one nonconformance related to the reported condition was found. A nonconformance was opened for a failed bubble leak test. The cause was determined to be material handling of the film. The affected material was 100% scrapped. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.